Event description:
A physician reported that after implantation of intraocular lens (iol), the patient had no improvement with the visual acuity after surgery. The postoperative progress had been monitored for a while, but the visual acuity has not improved, and it was possible that the cause may be a defect in the iol. The patient was schedule for replacement of lens with a monofocal lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).